Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient had a blood glucose result of "over 25 mmol/l" on the insight system and a ketone reading over 4. The patient experienced elevated blood glucose symptoms and tightness in his chest. The patient attempted to self-treat with temporary basal rate's of +30% and +40%, however this did not decrease his blood glucose level. The patient called the paramedic's, patient does not believe the paramedics administered any treatment at the scene other than to monitor his blood glucose readings. The blood glucose values obtained by the paramedic's were not provided. At the hospital, the patient's blood glucose level was 25 mmol/l. The patient was treated with a saline drip. The patient was kept overnight and discharged the following day. The infusion device was requested to be returned for product evaluation.